Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on (B)(6) 2014 due to impedance. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).